Event description:
It was reported that approximately 4 hours into a da vinci s sacrocolpopexy with hysterectomy procedure and while holding tissue with the endowrist prograsp instrument, the pk dissecting forceps instrument rubbed against the endowrist prograsp instrument causing shavings from the exterior coat of the instrument sheath to fall into the patient. The point of contact between the two instruments was out of the surgeon's view during the procedure; however, the surgeon observed shavings in the patient while viewing the abdomen at the end of the procedure. The shavings were irrigated and suctioned out of the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube to have various scratch marks and abrasions with material removed at the distal end. The scratches are not axially aligned with the tube. The area that contains scratches also has some abrasions parallel to the tube axis. There is another area with material removal 180 degrees from the scratches. This damaged section is 1.5 long and parallel to the tube axis. No other damage found. See MDR 2955842-2010-00148 for report on endowrist prograsp instrument.